Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient was back up to 20 plus voids per day after being thrown into a full-blown ic(interstitial cystitis ) flare. This one, unlike most previous others, included stabbing pain in the bladder and urethra. The patient noted historically her ic was more u/f(urinary urgency/frequency) and not much pain. She drank some (B)(6) on saturday, but sprite had not previously bothered her and she think it could still be the uti(urinary tract infection). She was better now, thanks to time, pain medication, urogesic, and azo, and no more sprite, but the constant urgency was back. The patient reported on her best day she was down to 13 voids per day, which was not 50% improvement. She think her baseline was like 18 or 19 before the infection hit. She had a call into my doctor¿s office to see what they want to do to move forward. It was reported trial continued and weekend was not so good. The patient was having the neurostimulator lead wires removed on friday. It was just not working and the patient noted at least they tried. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.